Event description:
It was reported during a procedure using the wrist fusion set, the screw head was stripping due to the lack of a tap. It was reported that placing any of the distal 2.3mm screws could be "challenging when encountering hard bone". It was stated the stripped screw was removed and replaced to complete the procedure; however, this issue prolonged the procedure (unknown by how long). No adverse patient consequences were reported.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.